Event description:
An alarm was reported, first an alarm 2 followed by an alarm 26, which occurred due to an occlusion event earlier in the day. The customer¿s blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the soft cannula infusion set and cartridge and resumed insulin delivery. Technical support arranged for a replacement infusion set and cartridge to be sent to the customer.